Event description:
It was reported that the insulin pump drive support cap is protruding out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.